Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Patient complained of chronic, constant abdominal pain, sharp and stabbing, since hernia surgery in 2005. Mesh was explanted per patient's request. Pt had laparoscopic adhesiolysis of bowel from mesh giving relief to symptom of pain when bladder fills. Return of pain associated with activity lead pt to request explant of mesh.